Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the vibration and audio features of the pump were fully functional. The original complaint could not be duplicated. A replace battery alarm and low battery warning were reproduced for testing and the pump gave the appropriate sound and displayed the correct message on the screen. A replace cartridge alarm and low cartridge warning were reproduced for testing and the pump gave the appropriate vibration and displayed the correct message on the screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.